Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone that the customer was unable to read their insulin pump. They inserted a new battery and still was unable to read it. The customer's blood glucose was 156mg/dl. The customer was advised pump will need to be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display, missing segment, partial display or display anomaly noted all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.